Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised that care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the trs-robo-8l, anchor tissue retrieval system device was used in a cholecystectomy procedure on (B)(6) 2025, and ¿dr¿. Uses this product in his cholecystectomies and has experienced the bag ripping at the seam on multiple occasions.¿. Further assessment found the device was inside the surgical site and "it happened each time upon removal". The specimen "most likely fell out based on the provider's description" and it is unclear whether the bag fragmented; however, all, if any, bag fragments or specimen portions were retrieved using another anchor bag. The sterile field did not become contaminated and the wound classification was not changed. The procedure was completed as normal with a delay of 5-10 minutes. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the trs-robo-8l, anchor tissue retrieval system device was used in a cholecystectomy procedure on (B)(6) 2025, and ¿dr¿. Uses this product in his cholecystectomies and has experienced the bag ripping at the seam on multiple occasions.¿. Further assessment found the device was inside the surgical site and "it happened each time upon removal". The specimen "most likely fell out based on the provider's description" and it is unclear whether the bag fragmented; however, all, if any, bag fragments or specimen portions were retrieved using another anchor bag. The sterile field did not become contaminated and the wound classification was not changed. The procedure was completed as normal with a delay of 5-10 minutes. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.